Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15 feb 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that after two weeks, the nasogastric tube burst and part broke away. Per additional information received 14 feb 2019, the piece of tube remaining in the patient was removed via endoscopy. The patient is ok. There was no clog in the tube reported.

Manufacturer narrative:
Correction: event date updated based on information received from the customer. All information reasonably known as of 27 feb 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 15 feb 2019, the tube was not blocked, and there was no history of tube blockage. The tube was inserted on 2 feb 2019 and broke at the 31cm mark on (B)(6) 2019. Per additional information received on 25 feb 2019, the distal part of the tube currently remains in the gastric fundus. The patient has improved and is moved out of the intensive care unit. A fine bore nasogastric tube has been inserted for feeding. The distal part of the tube will have to be removed endoscopically.

Manufacturer narrative:
One used device has been returned and is being processed for evaluation. All information reasonably known as of 07 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 0202968451 was reviewed and the product was produced according to product specifications. All information reasonably known as of 23 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Upon further examination of the sample, and the details provided in the complaint, it was determined that as the device had been in use for 8 days with no issues prior to the reported event, it is unlikely that the device was released from manufacturing with a blockage defect. Therefore, the blockage and break occurred during normal use and was most likely a use issue caused by failure to adequately clean following tube feeding. Due to the ballooning at site of the break, it is most likely that the break was caused by excessive force used to try to clear the block. Per the instructions for use provided with the device: "tube maintenance 1. Follow your institution/facility/hospital protocol or clinician¿s order. 2. It is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube. 3. The feeding tube should be monitored, regularly assessed, and replaced when clinically indicated based on functionality and patient condition." All information reasonably known as of 06 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
One used sample was received for evaluation. Visual examination of the tube revealed that it was damaged. A split/tear was noted between the 30cm and 31cm marks. There also appeared to be stretching/expansion of tube at this point, forming a balloon shape which burst axially. The ends of the break were examined and the distal end had some clear and whitish, hardened blockage. The complaint is confirmed as reported. A review of the manufacturing process identified potential processes that could have contributed to the reported event. All information reasonably known as of 02 jul 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(6) 2019 this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.